Event description:
It was reported that a system blockage detected alarm occurred. The following day, the patient complained of subcutaneous pain and swelling. No patient injury was reported.

Manufacturer narrative:
Model#, catalog #, serial #, lot#, expiration date, other #, UDI# are unknown. No product information has been provided to date. Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. Device evaluation: no product was returned for visual or functional evaluation however, the pump operators manual indicates that the pump will alarm for high pressure if the pump detects an occlusion. This does not necessarily indicate there is a problem with the pump. Results: from review of the available information, there is no evidence that the pump failed to meet specifications. Root cause of the reported event cannot be determined as no sample was received for visual or functional testing. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review could not be performed in that no specific product was identified.